Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the navigation system was started ten to eleven times and could not reproduce the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a, while starting up the cranial and spine software applications, the navigation system would intermittently experience a "hang up". Restarting the navigation system would restore functionality to the system. There was no patient present when this issue was identified. No additional information was provided.